Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (type, date and duration not reported). The device was then explanted on (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 11, 2020.